Manufacturer narrative:
The customer technical support (cts) indicated that the customer primed the sweepflow and zapped apertures 3 times. The issue was not resolved and field service was dispatched. The field service engineer (fse) found a blockage in the waste line to the waste pump. The fse flushed the line with bleach solution to clear the blockage and resolve the reported issues. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that there was an uncontained fluid leak of approximately 3ml from a coulter ac&#29984;diff 2 analyzer. The customer also reported that differential (diff) flags, m-region codes, and x flags were received during startup. The customer was not wearing personal protective equipment (ppe) consisting of goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.